Manufacturer narrative:
Medwatch field b7 other relevant history updated. On (B)(6) 2026, the customer reported that the patient's hcvag result from an abbott analyzer was negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample is insufficient for investigation. The investigation is ongoing.

Event description:
The initial reporter received an elecsys anti-hcv ii result for a patient sample tested on the cobas e 801 analytical unit that was inconsistent with other analyzers. The initial result from the analyzer was 0.0653 coi (non-reactive). The repeat result from a johnson & johnson vitros 3600 with the chemiluminescence immunoassay (clia) laboratory method was "positive". The repeat result from an antu instrument with the clia laboratory method was "positive". The repeat result from an mp biomedical analyzer hcv blot reagent with the recombinant immunoblot assay (riba) laboratory method was "inconclusive", with a positive ns3-2 single band test.